Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that they were on bypass for 5 minutes before cardioplegia was delivered. Once giving cardioplegia, it was observed that the transmembrane pressure shot up to 400mmhg. The pressure excursion was not seen while circulating cardioplegia in readiness to deliver. Once the transmembrane pressure issue occurred, the patient was cooled to 28 degrees with the thought of an oxygenator change out, but the pressure excursion got better. The case was an aortic valve replacement plus sub-coronaries. The patient came back negative for cold agglutinins. The patient is okay to date. Medtronic received additional information that after 5 minutes of being on bypass, the pressure increased to 480mmhg. No drugs were used in prime or during the case. Pre measurements were just before the reservoir and post measurements were just after the oxygenator. The first act value was 370 seconds with heparin, however, only one channel was working. It was recorded as 650s before bypass. It was recorded as 999s on bypass. The arterial temperature was 33¿ and the venous temperature was between 33¿ and 34¿. The act device was a medtronic device. The act seemed low and more heparin was given (200mg). Additional info d4: serial number added additional info e3: updated the occupation of the hcp additional info d9: included the device return date device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing, per tr4481. Testing was conducted at a 1:1 ratio (7lpm blood <(>&<)> gas flows) the results as reported below: ¿ xxx ml/min 02 xferc ¿ xxx ml/min co2 xferc ¿ xxx mm/hg delta pblood reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bypass procedure involving the fusion oxygenator, there were several issues. The highest transmembrane pressure recorded was 320mmhg, indicating high arterial pressure. Additionally, there was a problem with co2 extraction, necessitating the sweep to operate at the maximum flow of 9 liters. Issues with activated clotting time (act) were also noted, requiring an increase in act dosage. Albumin (20%) was added to the pump circulation, and the circuit was used until the end of the case. No patient complications have been reported as a result of this event. There were two lots of fusion oxygenator associated with the custom pack: 229060142 and 229060143.